Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) was confirmed due to a flash memory failure and segmentation error at bga flash chips u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.